Manufacturer narrative:
Animas has conducted a review of the device history record on (B)(4) 2011 for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the black box data for the date of complaint was not available due to data being over written. The black box did not show any load step malfunctions or loss of primes. The rewind, load and primed were completed with no loss of prime. The pump was exercised for 24 hours at one unit per hour basal are with no loss of prime. Investigators were unable to reproduce a load step malfunction or loss of prime. The force sensor calibration was within specifications. The force sensor was disassembled and the force sensor was contaminated.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.